Event description:
It was reported that pump declared cartridge alarm during pumping and issue recurred after attempts to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, received guidance on proper loading technique, storage mode, and setting up replacement pump and cgm, and pump replacement was arranged with instructions to return problematic pump using prepaid label, which customer understood and acknowledged.